Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data showed that the device did capture during the pacing period of the case. Prior to the pacing period the patient's heart rate is about 60 bpm. During the pacing period, the patient's heart rate stays at about 80 bpm and there is a qrs complex that follows the pacing spike. Once the pacing period was ended, the patient's heart rate returns back to about 60 bpm. Although it may be normal for muscle contractions during pacing, at the device setting used at the time of this reported event, muscle contraction should not be used as an indication of capture. The ECG signal on the device display is a more accurate indication of capture than muscle contraction. The data evidence supports that this report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) year old male patient, the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.